Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified artery below the knee. After a non-bsc guide wire and introducer sheath crossed the lesion, a 2.5mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, the balloon ruptured during the first inflation. A 2mm x 4cm non-bsc balloon catheter was used but also ruptured. The device was removed completely from the patient and the procedure was completed with a coyotenc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).